Event description:
One pt sample with discrepant tsh results. Repeat testing performed on different analyzers - different methodologies. Initial result gave 15 ulu/ml; repeated twice giving 0.05 each time. No reporting units provided for repeat testing. No adverse events reported in association with the results. The investigational unit determined a potential interferent was present in the sample. Further investigation of the interference was not possible as info required for further eval was not provided.